Manufacturer narrative:
A ge representative evaluated the system and regreased the high voltage cable connectors. The system operates as intended.

Event description:
It was reported the tube arced and system would not fluoro. No patient injury was reported.